Event description:
It was reported that when using the bd pyxis¿ es server inventory loaded in the device did not match the inventory listed in the server. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the inventory loaded in the device did not match the inventory listed in the server. A technical support specialist (tss) remotely accessed the station and reviewed the synchronization error information, identifying an issue during a database operation, although overall synchronization was functioning normally. The tss contacted the customer, confirmed that the issue had been resolved internally, and obtained confirmation to proceed with case closure. The system functioned as intended after the technical support specialist inspected the issue.